Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician was unable to hear the clicking of the hex wrench when fixing the lead in to connector. A grommet/ setscrew problem was suspected. The implantable pulse generator (ipg) device was removed and replaced. No patient complications have been reported as a result of this event.